Event description:
It was reported that the patient turned stimulation off due to fractured leads. The last time the patient experienced stimulation or recharged successfully was 1 to 2 months ago. The patient reported that he had a shocking sensation following a fall in (B)(6) 2011. A few days after the fall the patient saw their physician, who gave her muscle relaxers which did not solve the issue. The patient indicated that their physician had determined that he had 2 fractured leads. The patient also had a few different reprogramming sessions with the manufacturer representative, but the reprogramming did not resolve the issue. The patient tried turning the stimulation down, but he continued to get random jolting. The patient said that he turned stimulation completely off and was going to have the leads revised on (B)(6) 2012. The patient also reported that her patient programmer was damaged. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ lead product ID 3777-60, lot# serial# (B)(4), implanted: (B)(6) 2010, explanted: product typ lead product ID 37752, lot# serial# (B)(4), implanted: explanted: product typ recharger product ID 37743, lot# serial# (B)(4), implanted: explanted: product typ programmer. (B)(4).